Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reason for surgery: pop, sui. Concurrent procedures: tah with bso, sacral colpopexy with mesh, mccalls culdoplasty, burch retropubic bladder neck suspension and bilateral paravaginal repair. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, fistulae, bleeding, neuromuscular problems and vaginal scarring. It was reported that patient underwent removal of mesh, laparotomy, trachelectomy and cystoscopy on (B)(6) 2012 due to infected mesh.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.